Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. A magnet was applied to the device to check for tones, however none were emitted. It was noted that approximately 11 months ago the device had an estimated longevity of 9.5 years. The patient reported possibly receiving a shock about one month earlier. Technical services discussed assessing the defibrillation lead during the replacement procedure. The device was subsequently explanted and replaced. Defibrillation threshold (dft) testing was completed with the chronic lead and new device with no anomalies noted, therefore the chronic lead remains in service. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. A magnet was applied to the device to check for tones, however none were emitted. It was noted that approximately 11 months ago the device had an estimated longevity of 9.5 years. The patient reported possibly receiving a shock about one month earlier. Technical services discussed assessing the defibrillation lead during the replacement procedure. The device was subsequently explanted and replaced. Defibrillation threshold (dft) testing was completed with the chronic lead and new device with no anomalies noted, therefore the chronic lead remains in service. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
This ICD was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. An x-ray of the device found no anomalies. The device could not be interrogated and exhibited no output. The device case was removed to facilitate inspection and testing of the internal components. Electrical overstress damage to an internal resistor was visualized. This internal damage resulted in premature battery depletion and the inability to interrogate the ICD or for beep tones to be elicited. However, due to the damage caused by the electrical overstress, the root cause of the issue could not be determined.